Event description:
Vena cava stent failed to open. After deployed, lodged in pulomanary artery. Pt with brain metastasis and widely disseminated cancer came to radiology for placement of vena cava filter. Extensive left ilio-femoral thrombus was noted. The filter introducer was initially placed in the right femoral vein where further clots were found to be extending across the iliac bifurcation and through the infrarenal cava. The introducer was removed and the same introducer was immediately placed into the right internal jugular vein. The filter did not deploy and now resides in the pulmonary artery. The doctor was unable to remove the filter and pt was returned to their room. In 06/2004 another lgm filter was placed, this one successfully via the right internal jugular. The pt is reported by the hospital to be stable and to have suffered no adverse effect from the initial placement attempt.